Event description:
A complaint was received regarding a patient having difficulty breathing shortly after being implanted with the precision system. The physician's office suggested patient to turn the device off and go to the emergency room. The emergency room physician reported that the patient was having issues breathing due to pain from the procedure. The patient was given pain medication and the pain subsided shortly after.